Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored post-op.

Event description:
Related manufacturer reference number: 3006705815-2023-07563. It was reported that after patient was in an accident, they experienced discomfort and burning sensation at the lead and ipg site. It was noted that lead diagnostics showed there were high impedances on the entire left lead. X-rays showed that the lead had both migration and fracture. Patient has effective coverage. The burning sensation is felt when stimulation if off but states but worsens when stimulation is turned on. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000134727.